Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed cutter insertion assessment, the bearings were worn out and loose which create a situation where the cutter was not able to be inserted. This was because the bearings are no longer in axial alignment not allowing the cutter to pass through. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Upon complaint review, it was determined that the device would need further investigation and was forwarded to the investigating site. Therefore, the date returned to manufacturer was updated to feb 17, 2017. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to construction/design issues. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the attachment device was "spoilt" during service and evaluation, it was observed that the attachment device bearings and the extension sleeve were damaged, the ball bearings came apart and the device was missing the balls and cage. It was unknown if the event occurred during a surgical procedure. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. It was unknown if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.